Manufacturer narrative:
(B)(4).

Event description:
It was reported that t-2 did not deploy. A backup device was available to complete the procedure without delay. No patient impact was reported.

Manufacturer narrative:
Visual assessment of the device shows both ts remain on the insertion needle. The insertion needle is bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. No root cause related to the manufacturing process can be established. Device history review confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot. Use error cannot be ruled out as a contributory factor as evidenced by the condition the device was returned in.